Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other similar complaints for this lot. No further action is warranted at this time. Final comments: there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info has been requested. (B)(4).

Event description:
A consumer (a doctor) reported that following intraocular lens (iol) implant surgery, he is seeing red color in his vision. In a f/u, the consumer further reported that he believes the liquid medication drops he was taking could have caused this red colored vision, as when he discontinued it, there is an improvement in vision. Add'l info has been requested.